Event description:
On (B)(6) 2012 customer reported a clear liquid leak (less than 5 ml) around the laser assembly on the lh 750 analytical station. The leak was contained inside the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not observe any fluid leaks. Fse found several air leaks in the compressor and changed the damaged tubings. Fse stated that the tubings changed in the compressor could not have contributed to the reported fluid leak. The service activity performed was verified to meet the specified requirements per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).